Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #1). Additional emdrs were submitted to represent the bard/davol phasix st mesh (device #2) and the bard/davol phasix mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh ip, phasix st and phasix mesh on (B)(6) 2009 and/or (B)(6) 2015 (x2). As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Note: the date of implant for sepramesh ip was considered as (B)(6) 2009, for phasix st and phasix mesh as (B)(6) 2015 due to the unavailability of phasix and phasix st (sepra technology) products during the year 2009.